Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (healthcare provider, clinical study). Regarding a patient, who was receiving gablofen (2000 mcg at 610.33113 mcg/day) via an implantable pump. For unknown indications for use. It was reported, that a non-sterile syringe was placed on the sterile instrument field at an unknown time, during the pump replacement in the operating room. It was unknown, if the pump components were contaminated or mishandled. The patient was treated with 2 g cefazolin every 8 hours for 72 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider viaa clinical study indicated that the patient required prolonged hospi talization.